Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. Device manufacture date: monitor 11/06/2013, belt 06/03/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Review of the download data indicates the patient received four appropriate treatments on the date of passing. Per clinical review of the continuous ECG recordings, the device was started up at 07:58:23 on (B)(6) 2021. The patient was in sinus rhythm at 90 bpm at 06:53:04 on (B)(6) 2021. The patient's rhythm degraded to vf at 06:53:15. The patient received the first appropriate treatment at 06:53:50. The patient's rhythm at the time of treatment was vf and the patient's post-shock rhythm was sinus bradycardia at 50 bpm. The patient received the second appropriate treatment at 21:16:22. The patient's rhythm at the time of treatment was vf and the patient's post-shock rhythm was sinus rhythm at 60 bpm. The patient received the third appropriate treatment at 21:36:22. The patient's rhythm at the time of treatment was vf and the patient's post-shock rhythm was sinus rhythm at 65 bpm. The patient received the fourth appropriate treatment at 22:06:41. The patient's rhythm at the time of treatment was vf and the patient's post-shock rhythm was sinus rhythm at 65 bpm. The lifevest detected an arrhythmia at 22:09:17 while the patient was in vf. The patient received a non-lifevest defibrillation nine seconds after the lifevest detected the arrhythmia. The non-lifevest defibrillation converted the vf arrhythmia to a sinus rhythm at 80 bpm. The non-lifevest defibrillation prevented the lifevest from delivering a treatment. The patient was in sinus tachycardia at 100 bpm, which degraded to vt at 270 bpm at approximately 22:23:30. The patient's rhythm degraded to vf and they received a non-lifevest defibrillation at 22:23:44. The patient was in vf for 11 seconds before receiving the non-lifevest defibrillation. The patient's rhythm at the time of treatment and post-shock rhythm was vf. The non-lifevest defibrillation 11 seconds after the patient's rhythm degraded to vf prevented the lifevest from detecting the arrhythmia. The patient was in vf with motion artifact for 49 seconds before receiving a third non-lifevest defibrillation at 22:24:35. The patient's rhythm at the time of the treatment was vf and the patient's post-shock rhythm was sinus rhythm at 60 bpm. Motion artifact prevented the lifevest from detecting the vf arrhythmia. The patient was in sinus rhythm at 100 bpm at the time of the electrode belt disconnection at 22:26:40 on (B)(6) 2021. It was not reported who disconnected the electrode belt.